Event description:
The facility's biomedical engineer reported a pump that was involved in an incident of an overinfusion. The pump was infusing 5% dextrose in water as a primary infusion at a rate of 100ml/hr. The nurse started a piggyback infusion of potassium at a rate of 100ml/hr "with 100ml in the bag". Approximately 10 minutes later, the nurse went into the patient's room and noticed the potassium bag was empty. The pump reportedly was still running at a rate of 100ml/hr and displaying 89.9ml was left to be infused. The nurse immediately stopped the infusion and called the charge nurse. No puddles of fluid were reported to be noted in the patient's bed or environment. The IV set used was equipped with a check valve to prevent back flow from piggybacked medication to main IV fluid container. Reportedly, "in review of the event, it was found that the patient did not show signs of receiving the potassium". The patient was not compromised and no adverse event resulted. The biomedical engineer stated he suspected "the drug emptied into the primary bag".